Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated:h6. H6: method code remove 4114-device not returned. Complaint sample was returned and evaluated against the reported event. As returned, damage is seen around the rim feature, scallops, and locking features. The DHR for lot 64590199 shows that these features are 100% inspected on a cmm at the time of manufacture. All devices that were completed and sent to finished goods inventory were conforming to print specifications. Additional information does not impact the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted (B)(4). Concomitant medical products: part # unknown, unknown head, lot # unknown. Part #unknown, unknown stem, lot # unknown. Part #110010262, g7 osseoti multihole, lot # 6732600. Report source: (B)(6).

Event description:
It was reported that during a hip arthroplasty approximately 2 months ago that the surgeon was unable to seat the polyethylene liner in the acetabular shell. The initial shell was used with a backup liner to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.